Event description:
Patient presented to the physician with the ipg flipped on its side within the pocket, posing a potential risk of injury. Physician brought the patient into the or, repositioned and re-sutured the ipg, and closed the incision. The revision surgery addressed the risk, and the issue is now resolved.